Event description:
Patient reported a xen®45 gts was implanted in the left eye. Postoperatively, patient experienced terrible ocular pain and hcp explanted the stent. Event not confirmed by hcp.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.